Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus element mr ous 2.50 x 16 mm stent delivery system was returned for analysis. A visual examination identified damage as the proximal stent struts were bunched and pulled in a distal direction. The stent showed no signs of movement and was set between the proximal and distal markerbands. An undamaged section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access has obtained via the right femoral artery. The stenosed, eccentric, de novo target lesion with a bend of >45 degrees was located in the mildly tortuous and mildly calcified left anterior descending artery. After a non-bsc guide catheter and a non-bsc guide wire were engaged, a 2.50x16mm promus element drug-eluting stent was advanced for treatment. However, upon placement of the stent, it was noted that the stent struts got disrupted. The device was then removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access has obtained via the right femoral artery. The stenosed, eccentric, de novo target lesion with a bend of >45 degrees was located in the mildly tortuous and mildly calcified left anterior descending artery. After a non-bsc guide catheter and a non-bsc guide wire were engaged, a 2.50x16mm promus element drug-eluting stent was advanced for treatment. However, upon placement of the stent, it was noted that the stent struts got disrupted. The device was then removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.